Event description:
The facility representative reported a flogard infusion pump with failure code 94. The event was reported to have occurred upon power up in "mediana ii". This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. The assignable cause was a depleted main battery. The main battery was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.